Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery after many battery changes. Customer's blood glucose was 533 mg/dl at the time of incident. Troubleshooting found that the insulin pump actkeypad button is not responsive. The customer indicated that the battery cap was replaced but the problems with the pump persist. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no escape and act buttons response due to flattened button dome switches. Unable to verify for failed battery test alarm and perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test and all operating current test due to no escape and act button response. The insulin pump had minor scratched display window and cracked reservoir tube lip.